Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The event is considered misuse as the patient has a peristomal hernia and is using a convex product. Per the IFU, convexity is contraindicated in patients with a hernia. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she had a full-thickness wound that she originally only attributed to her ostomy support belt (nu-hope) but now believes that the wafer may have had some causation. Her right side of abdomen is a bit more protuberant but there is no real bulge. She has been told that she has a parastomal hernia, but she stated that she cannot see it. On (B)(6) 2019, she noticed she had some pain towards her hip not in the peristomal but did not notice any skin issues. (B)(6) 2019, she noted a "pinhead"-sized area approximately 0.25 inches away from the stoma at the 4 o'clock area. She treated this with stomahesive powder and 3m cavilon. Thereafter, on (B)(6) 2019, the area had increased in size to approximately the size of a pencil head eraser. She spoke to her gastroenterology surgeon and he advised that it was a full-thickness pressure injury. He prescribed augmentin 800 mg for 6 days and told her to alternate ibuprofen and tylenol for pain. She stopped using a convex wafer at this time. On (B)(6) 2019, she saw her surgeon who also prescribed tramadol 50 mg bid prn as well as gabapentin 100 mg tid prn for pain related to the injury and diazepam 1 mg at bedtime daily for anxiety related to the wound. On (B)(6) 2019, she went to the emergency department and was seen by a physician, the ostomy nurse and her gastroenterology surgeon. The wound now measured over 1 inch and adipose tissue could be seen in the wound bed. She is unable to provide exact measurements. She was prescribed aquacel ag extra and duoderm extra thin over the wound. She also reported that at some point, she was crushing a 1 mg prednisone tablet and applied it to the wound topically, but she does not recall when this was. On (B)(6) 2020, she was saw a dermatologist who prescribed clobetasol 0.5% and doxycycline 100 mg daily. She continued to use the aquacel ag and duoderm as well. She is no longer using the crushed prednisone in the wound. She reported that the wound is a mixture of red and yellow tissue and still has some bleeding and some other drainage. She stated that "it is starting to contract¿, but it is not smaller. She is unable to provide wound measurements. Reportedly, the distal border appears darker in color with a purple color. Pictures of the alleged injury were provided by the complainant.